Event description:
It was reported that customer experienced malfunction alarm 16 on pump, although no blood glucose values were provided. There was no reported impact to the customer¿s blood glucose level. Customer returned pump to distributor, and technical review showed pump started, charged, and was recognized by computer with no recorded events, alarms, or alerts on reported date; replacement pump was provided while further checks on returned pump were awaited.